Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2016 alleging that the pump experienced "a vibrating alarm after unknown cause" after the pump had been worn while swimming. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: review of the black box data did not reveal any evidence of error, alarm or warning related to the complaint. Product analysis was unable to investigate the complaint due a blank display screen caused by moisture ingress as reported on medwatch report # 2531779-2016-15283.